Event description:
During meniscal repair, the suture broke on two attempts to tighten the knots. Four t implants remain in the pt's knee. The surgeon successfully completed the repair using two additional fast-fix devices. It was reported that no pt injury or procedural complications resulted.